Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the package insert. Root cause: customer procedural error. Source: phone.

Event description:
Reported false positive sars result for 1 consumer. It is unknown if the consumer was symptomatic. It is unknown if the result was confirmed. Confirmation method(s) not provided. 6 additional consumer events were communicated which are captured on separate reports. It was reported that the consumer used a q-tip swab (off-label use) during some of the testing.